Event description:
Describe the event or problem: converting va ECMO to vv ECMO in the or by cardiothoracic surgery team. Tip of j curved wire removed by r ij venogram. What was the original intended procedure? : converting va ECMO to vv ECMO what problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working) ;

Manufacturer narrative:
Event description: "describe the event or problem: converting va ECMO to vv ECMO in the or by cardiothoracic surgery team. Tip of j curved wire removed by r ij venogram. What was the original intended procedure? : converting va ECMO to vv ECMO what problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working) ;." 22-apr-24: no additional information has been received so what you have below is all that is known. No device was provided for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Review of the failure matrix analysis rsk-dfmea-000049 rev.2 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is within the expected levels for the complaint. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "user applies excessive force in manipulating wire within needle/cannula", "user advances wire through resistance", "user handles wire outside body with excessive force" and/or "user did not confirm viable access before advancing wire" appears to have impacted on the event as reported. The risk assessment for the guidewires: ptfe product was completed using the applicable failure matrix analysis "dfmea" (rsk-dfmea-000049 rev.2). A review and summary concluded: line 244 in the aforementioned dfmea states "peri-procedural risks (occurring before, during and/or after procedure)" notes that "fracture/shear" potentially leads to "minor procedural delay" with " user applies excessive force in manipulating wire within needle/cannula", "user advances wire through resistance", "user handles wire outside body with excessive force" and/or "user did not confirm viable access before advancing wire " as potential root causes, with the effect as "device performance reduced due to user error". Analysis of the failure mode for the hazard(s)/ hazardous situation in question demonstrates an occurrence rating of (B)(4) and a severity rating of (B)(4). According to the pro-001833? Risk management procedure'; rev. D an occurrence rating of (B)(4) equates to? Remote' probability of occurrence of this hazardous situation between >1ppm and <250ppm. The current rating of (B)(4) parts per million is within expected levels. From risk assessment completed for this products failure mode it can be concluded that the failure mode is documented in the applicable dfmea and does not exceed the expected occurrence rate. Design mitigation activities describe for this instance: · design cannot eliminate this failure mode but may mitigate it.

Event description:
This email is to confirm that an event has been created in gcms-tw with the following reference number: (B)(4). Product information: catalog number/upn: m001491201 - star/jfc/035/180/3j/ptfe/10/5 box5. Bsc aware date: 04/11/2024. Event description: describe the event or problem: converting va ECMO to vv ECMO in the or by cardiothoracic surgery team. Tip of j curved wire removed by r ij venogram. What was the original intended procedure? : converting va ECMO to vv ECMO what problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working); additional information: 01-jul-2024. 1. Can you please further explain what does 'tip of j curved wire removed by r ij venogram.' Means? (Tip damage, tip detachment, etc.) Procedure/operation performed by md was named: right ij venogram foreign body removal. Operative report: the patient was brought to the operating room in stable condition. Patient was placed in supine position on the operating table. A timeout was held. General anesthesia was initiated. The patient's right neck and chest were prepped and draped in usual sterile fashion. Under ultrasound guidance a micropuncture needle and wire were used to gain access to the right internal jugular vein. An 11 blade scalpel used to make a transverse skin incision at the access site. The micropuncture needle used for a glidewire was advanced under fluoroscopy into the inferior vena cava. Next a 9 french sheath was then advanced over the glidewire into the ij. An angled glide cath was advanced into the inferior vena cava. Using the glide cath an amplatz wire was then introduced into the inferior vena cava. The patient was given a 2000 unit bolus of heparin and therapeutic heparin drip was continued. The 9 french sheath was then removed and upsized to an 18 french dryseal sheath. Next a coda balloon was advanced to the inferior vena cava proximal to the iliac vein bifurcation. We then advanced an 8 french 55 cm brite tip sheath into the dryseal sheath. Next our ensnare was advanced through the 8 french sheath below the level of a coda balloon. Under fluoroscopy the coda balloon was inflated with careful attention to not injure the vena cava. The snare device was then used to constrain and remove the retained foreign body which appeared to be an endovascular wire. The snare and 8 french sheath were removed as one system. A pigtail catheter was then advanced through the 18 french sheath and a venogram was performed which demonstrated no active extravasation concerning for injury to the venous system. A 3-0 silk tie was used to make a u-stitch at the access site. The dry seal sheath was removed and the suture was tied. Pressure was held at the access site for 10 minutes. Following this there appeared to be appropriate hemostasis with no obvious formation of an underlying hematoma. A sterile dressing was placed on the right ij access site. The patient was then taken back to the cvicu for further monitoring and ICU cares. 2. Per medwatch form, adverse event, other serious, and required interventions were selected. Can you please specify what adverse event was noted with the patient and what intervention was performed? Patient required additional surgical intervention to remove the wire. A. How was the procedure was completed? Surgical report comments above. Procedure with anesthesia required to removed retained tip of the wire. B. What is the patient's current condition? Deceased

Manufacturer narrative:
Event description: "describe the event or problem: converting va ECMO to vv ECMO in the or by cardiothoracic surgery team. Tip of j curved wire removed by r ij venogram. What was the original intended procedure? : converting va ECMO to vv ECMO what problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working). Additional information: 01-jul-2024. 1. Can you please further explain what does 'tip of j curved wire removed by r ij venogram.' Means? (Tip damage, tip detachment, etc.) ==procedure/operation performed by md was named: right ij venogram foreign body removal. Operative report: the patient was brought to the operating room in stable condition. Patient was placed in supine position on the operating table. A timeout was held. General anesthesia was initiated. The patient's right neck and chest were prepped and draped in usual sterile fashion. Under ultrasound guidance a micropuncture needle and wire were used to gain access to the right internal jugular vein. An 11 blade scalpel used to make a transverse skin incision at the access site. The micropuncture needle used for a glidewire was advanced under fluoroscopy into the inferior vena cava. Next a 9 french sheath was then advanced over the glidewire into the ij. An angled glide cath was advanced into the inferior vena cava. Using the glide cath an amplatz wire was then introduced into the inferior vena cava. The patient was given a 2000 unit bolus of heparin and therapeutic heparin drip was continued. The 9 french sheath was then removed and upsized to an 18 french dryseal sheath. Next a coda balloon was advanced to the inferior vena cava proximal to the iliac vein bifurcation. We then advanced an 8 french 55 cm brite tip sheath into the dryseal sheath. Next our ensnare was advanced through the 8 french sheath below the level of a coda balloon. Under fluoroscopy the coda balloon was inflated with careful attention to not injure the vena cava. The snare device was then used to constrain and remove the retained foreign body which appeared to be a endovascular wire. The snare and 8 french sheath were removed as one system. A pigtail catheter was then advanced through the 18 french sheath and a venogram was performed which demonstrated no active extravasation concerning for injury to the venous system. A 3-0 silk tie was used to make a u-stitch at the access site. The dry seal sheath was removed and the suture was tied. Pressure was held at the access site for 10 minutes. Following this there appeared to be appropriate hemostasis with no obvious formation of an underlying hematoma. A sterile dressing was placed on the right ij access site. The patient was then taken back to the cvicu for further monitoring and ICU cares.2. Per medwatch form, adverse event, other serious, and required interventions were selected. Can you please specify what adverse event was noted with the patient and what intervention was performed? Patient required additional surgical intervention to remove the wire. A. How was the procedure was completed? Surgical report comments above. Procedure with anesthesia required to removed retained tip of the wire. B. What is the patient's current condition? Deceased." No device was provided for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "user applies excessive force in manipulating wire within needle/cannula", "user advances wire through resistance", "user handles wire outside body with excessive force" and/or "user did not confirm viable access before advancing wire" appears to have impacted on the event as reported.

Manufacturer narrative:
Event description: "describe the event or problem: converting va ECMO to vv ECMO in the or by cardiothoracic surgery team. Tip of j curved wire removed by (B)(6) . What was the original intended procedure? : converting va ECMO to vv ECMO what problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working) ;." No device was provided for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Review of the failure matrix analysis risk-dfmea-000049 rev.2 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is within the expected levels for the complaint. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "user applies excessive force in manipulating wire within needle/cannula", "user advances wire through resistance", "user handles wire outside body with excessive force" and/or "user did not confirm viable access before advancing wire" appears to have impacted on the event as reported. The risk assessment for the guidewires: ptfe product was completed using the applicable failure matrix analysis "dfmea" (rsk-dfmea-000049 rev.2). A review and summary concluded: line 244 in the aforementioned dfmea states "peri-procedural risks (occurring before, during and/or after procedure)" notes that "fracture/shear" potentially leads to "minor procedural delay" with " user applies excessive force in manipulating wire within needle/cannula", "user advances wire through resistance", "user handles wire outside body with excessive force" and/or "user did not confirm viable access before advancing wire " as potential root causes, with the effect as "device performance reduced due to user error". Analysis of the failure mode for the hazard(s)/ hazardous situation in question demonstrates an occurrence rating of 2 and a severity rating of 2. According to the pro-001833 [?]risk management procedure'; rev. D an occurrence rating of 2 equates to [?]remote' probability of occurrence of this hazardous situation between >1ppm and <250ppm. The current rating of 2 parts per million is within expected levels. From risk assessment completed for this products failure mode it can be concluded that the failure mode is documented in the applicable dfmea and does not exceed the expected occurrence rate. Design mitigation activities describe for this instance: design cannot eliminate this failure mode but may mitigate it.

Event description:
Describe the event or problem: converting va ECMO to vv ECMO in the or by cardiothoracic surgery team. Tip of j curved wire removed by (B)(6) . What was the original intended procedure? : converting va ECMO to vv ECMO what problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working) ;